Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 19058928.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.